Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope exhibited the nozzle has foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue was confirmed. However, it was unable to specify the cause of the foreign material remained in the device, and since it was unknown if the reprocessing was conducted in accordance with instruction for use (IFU) from the obtained information. Additionally, it was confirmed that the foreign material residue point was not deformed. However, the definitive root cause could not be determined. The event can be detected and prevented in accordance with the following (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection, and series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.